Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site had issues registering a patient for an em procedure. The site stated that the system was not tracking the registration probe. It was then that the site realized that they were in an optical tumor resection case and not in an em procedure. The site switched their procedure type and was able to register the patient and continue with surgery as intended. There was no impact on patient outcome. It was noted that since this was a user error issue, no logs or archives would be collected. Additional information was received. There was a surgical delay of thirty minutes.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0709: unable to track a23: difficulties registering d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version #: 1.3.2 h3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.